Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va150y8, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient met with the manufacturer's representative (rep) at hospital because of a problem, the rep checked it and said it was a wire coming loose. Patient said evidentially it came loose and the device stopped working. Patient said they had them get an x-ray of the device, further saying that the device was still not working and patient had not heard what was next. The x-ray was done in august. Patient was redirected to follow up with the health care professional (hcp) to help them resolve symptoms. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va150y8, implanted: (B)(6) 2016, product type: lead. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient had no control over bowels and she was stuck in the house again. Patient stated her bowels were ridiculous. She met with a manufacturer representative (rep) to have adjustments and rep detected a wire was coming lose inside her body. She was told by rep that may be the problem and reason for her symptom returning. Patient stated rep made adjustments at the time of the visit but she was still not getting therapeutic effect. Patient declined to troubleshoot on the day of this call because she did not believe this would change anything. Patient was redirected to healthcare provider (hcp) to have device check. At about two weeks later, rep further reported that they were unaware of "the wire coming loose". It was noted that patient was seen for normal programming on (B)(6) 2017. There were no further complications that have been reported as a result of this event.